Event description:
It was reported that the rigid video scope had an image problem. The issue occurred during preparation/prior to sedation for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damaged distal fibers, dent on the outer tube, failed transmission due to defected cable, and minor scratches and cracks on the video connector. The investigation results suggest that the likely cause of the reportable malfunction was an optical issue. The most probable cause of the complaint is attributed to a component failure; however, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope had an image problem. The issue occurred during preparation/prior to sedation for an unspecified procedure. There were no reports of patient harm.